Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert from the implantable cardioverter defibrillator and presented to the clinic for a device check. Upon interrogation of the device, it was discovered that it exhibited oversensing on the ventricular channel. The oversensing was determined to be caused by myopotential oversensing. The device also had two recorded false episodes of ventricular fibrillation that were caused by signals of electromagnetic interference. The patient did not receive any inappropriate high voltage therapy and was in stable condition. The physician elected to continue to monitor the patient. No changes were made.